Manufacturer narrative:
Date of this report: 08/18/2016. Date manufacturer received: 09/14/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, the inflation assembly became detached from the main tube which would have resulted in the reported event. When viewed under magnification, a portion of the tube was still securely attached to the main tube which likely indicates it was torn off. The customer indicated the inflation tube came off of the main tube after the intubated tube was moved. There was a sticky residue around the 20 to 22 cm mark on the main tube consistent with tape adhesive. During movement, tape sticking to the inflation tube around the area of the break point may have contributed to the failure. There were no components, or portions of the device, missing from the returned device. The information most likely indicates inadvertent damage during handling. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; device has been forwarded to medtronic xomed for evaluation, not yet received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a thyroidectomy, "after blocking the cuff of the intubated tube, the tube has been moved without tension to be fixed. During this movement of the intubation tube, the tube for the cuff parted from the intubation tube. After this it was possible to remove the tube from the cuff completely from the intubation tube. After this, the cuff was open. To prevent aspiration, the tube has been removed and replaced by a new emg tube. The reintubation of the patient has been monitored by laryngoscopy. During this was no hint of aspiration or harm to the patient." This information indicates that after intubation the emg tube was repositioned. In so doing, the inflation assembly (balloon assembly) detached from the emg tube. The tube was immediately removed and a new one placed. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.